Event description:
The lay user in (B)(6) reported blood glucose results of "9.6 mmol/l" with the lifescan meter and "6.9 mmol/l" on a laboratory device, performed within 2 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 15%. There were no injuries or medical intervention provided due to the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.